Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 18 atms on the third inflation. The initial inflation was to 12 atms and the second inflation was to 18 atms. The lesion was located in the calcified and 90% stenotic right coronary artery (rca). The quantum maverick monorail balloon was being used for pre dilation. The device was removed and another quantum maverick monorail balloon was used to complete the pre dilation. No patient injuries or complications were reported.

Manufacturer narrative:
As this device was disposed, an analysis could not be performed. The complaint source confirmed that the product had been disposed and no analysis was possible. The manufacturing records for top assembly batch 8579184 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly and performance specifications. The exact cause of the difficulties experienced during the procedure could not be determined.